Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and was unable to duplicate the fiber optic module error. The fse ran the fiber optic tests 4 times and all passed with no issues. The iabp passed all calibration, functional, and safety tests performed. The fse returned the iabp to the customer and cleared it for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed a fiber optic module failure alarm. The circumstances of the event are unknown, however, no patient was involved and no adverse event has been reported.